Event description:
Eight months after receiving a smart nitinol stent (14 x 60 mm), the patient returned with recurrent edema after the initial intervention. Fluoroscopy demonstrated a stent fracture at the body of the stent. Venography revealed restenosis at the fracture site of the stent. Repeat angioplasty was performed with a 14mm diameter balloon and the patient became free from swelling in his left arm. Four months after the repeat angioplasty, computed tomography showed that the implanted stent straddled the right brachiocephalic artery (rba), showing stent narrowing at the point that crossed the left brachiocephalic vein (lbv) and the rba. The patient had no symptoms in the left arm at this time. The edema of the left arm recurred 2 months later (may 2005). Venography revealed restenosis exactly at the same fracture site of the first restenosis. Intravascular ultrasound (ivus) was performed and the compressed site of the stent was observed. A stent-in-stent with a palmaz (8.0x40mm) was placed at the center of the stent fracture site. In 2004, a male patient was presented with swelling of his left arm and of a superficial collateral vein around his left shoulder and chest. A venography revealed a total occlusion of the left brachiocephalic vein; therefore, the patient was treated with a smart nitinol stent (14x60mm). The lesion was predilated with a synergy balloon (4x20mm) and post dilated with a 12x40mm synergy balloon. The stent was dilated sufficiently and the flow of the left internal jugular vein followed the normal direction. The swelling of his left arm decreased in a few days.

Manufacturer narrative:
This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.